Manufacturer narrative:
(B)(4).

Event description:
The customer discovered a questionable high tpuc3 total protein urine/csf gen.3 result for one patient sample during a reagent lot comparison. The initial result was 65 mg/dl and was reported outside of the laboratory. On (B)(6) 2018, the sample was repeated multiple times with reagent lot 283984 and the result was 13 mg/dl. This result was believed to be correct. The customer repeated all other samples tested for urine total protein on the day of the event and all other results matched the previous. The customer verified there was no treatment provided, treatment withheld, or harm to the patient. A 24-hour urine sample was collected due to the high result. There was no adverse event. The reagent lot number was 25386001 with an expiration date of 30-sep-2018. The field service representative suspected there was an issue with the sample. He ran precision testing with results within the guidelines. As calibration and qc data was acceptable, a general reagent problem could be ruled out. The investigation was unable to find a definitive root cause.